Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 07-nov-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the tight calcified left circumflex artery. After pre-dilation was performed, a 12 x 3.00mm promus premier drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR: promus premier ous mr 12 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut rows were damaged with stent struts lifted from the stent profile. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found damage. A visual and tactile examination of the hypotube, the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.